Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed due to a different issue that was found (usb pin damage). (B)(4).

Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 50% to 5% while connected to a power source. Review of pump history with tandem technical support during troubleshooting showed the battery depleted 95% in 2 days. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer stated they delivered a bolus without checking their blood glucose (bg) level and subsequently experienced a low bg level (below 50 mg/dl). Juice consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.